Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device would not interrogate and there was no response to magnet application.